Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad buttons were found to be intermittently unresponsive; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under the up arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. There was moisture corrosion found in the battery compartment. No damage to the battery cap was found. The pump failed a leak test due to battery compartment crack. The pump was opened and no corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, it was reported that the up arrow keypad button was intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.